Manufacturer narrative:
Upon disassembly, the upper rotor bearing was found to be worn. The presence of a worn upper rotor bearing is likely to cause or contribute to the handpiece overheating.

Event description:
It was reported that the micro sagittal saw overheated during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.